Event description:
It was reported that the implantable neurostimulator (ins) battery depletion was normal but patient was dissatisfied with the longevity. Ins would not hold a charge. Patient had been having this issue for the past year prior to this report. For the past month prior to this report the patient could not get it to work at all. It was noted that the patient would charge the ins but when the patient would go to use the stimulation and would turn it back on again the ins would already be depleted. It was further noted that when the patient would recharge with the belt on and when he would reach for something the bars would go down to zero. Patient could not seem to keep coupling level up. Patient stated ¿he felt like a prisoner and he could not move.¿ it was noted patient would try to adjust antenna dial but that had not made a difference. Patient would usually start charging ins when it was empty and it would take about 2 hours to get ½ a charge. Patient had always had this issue with ins. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still have problems with their system. They last called in on (B)(6) 2014 and recounted their increased charging length and rapid battery depletion. At the appointment in (B)(6) of 2014, the device was confirmed to have not gone into over-discharge. The patient noted no changes to their therapy since their last reprogramming session although the date was unknown. The patient noted that the last time they successfully recharged or felt stimulation was a "a couple months ago". They further noted that it "seems like hour for hour with the recharging". It was suspected there was an over-discharge due to patient compliance and education. They have not been using their device because it "doesn't keep a charge" very well and for communication problems. While on the phone the patient attempted a recharging session and was getting the "reposition antenna screen" and had seen this same screen one week prior to the call. The patient's health care provider (hcp) noted on (B)(6) 2015 that the over-discharge was not confirmed and the battery was recharged. The recharging frequency matched the patient's settings and the patient was trained and able to demonstrated effective charging. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient felt he was charging frequently. It was stated that he was getting frustrated with the recharging process because he can't move when charging or he would lose bars. The patient noted he had to take his pants off to recharge. It was stated that the patient wanted to use the spinal cord stimulation (scs) more but because of the recharging process he was not able to. It was reported that the patient had a coupling problem. It was noted that the patient didn't have his recharger with him at the time of the call so troubleshooting was limited. 11 months later it was reported that the patient had difficulties lining up their antenna over their implantable neurostimulator (ins) during recharging just right. They were afraid to move when recharging because even using the tv remote or a twitch in their body and they would go from 5 coupling bars to no coupling bars. The patient also noted that if they tried to go to the bathroom they would lose all coupling bars. The patient would charge for hours upon hours a day and their ins battery would not last. If they would charge for 6 hours their ins battery would only last for 6 hours. The patient had neglected to use their device because of their issues with it. The patient had not felt stimulation for 2 months prior to (B)(6) 2015. The patient saw a poor communication screen on their recharger and did not have their programmer to try communicating with that. The patient thought that a pump might work better for them because the stimulation system was too complicated and difficult to deal with.